Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 150 mg/dl at the time of the call. The customer stated that their body would sometimes sweat but they had not recently for the issue to be caused by moisture damage. The customer stated there was a crack above the up button. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic. The insulin pump was received moisture damaged at motor, minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.